Event description:
Pt randomized to receive defibrillator in 1999. In 2001 pt was sitting in chair and defibrillator went off. Pt lost consciousness and was shocked again. Pt transferred to ER and was evaluated by md then sent home. Pt saw cardiologist later and device was interrogated. This showed that the defibrillator fired appropriately, as the pt had ventricular tachycardia followed by ventricular fibrillation. The arrhythmia abated after 2nd shock.